Event description:
It was reported that pump malfunction occurred while patient was at school and patient¿s father called to report issue. There was no reported impact to the customer¿s blood glucose level. Patient¿s father planned to call back after arriving at school to continue troubleshooting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.